Manufacturer narrative:
The radiometer investigation is concluded and has traced the cause back to the user. This incident is therefore no longer considered reportable.

Event description:
According to the complaint the customer experienced frequent ph patient result issues (measurements unstable). This is an issue occurring with two abl800 analyzers ((B)(6)) with ph electrode (part 945-614) installed at the same location. The error first occurred on (B)(6) 2024. Since (B)(6) 2024, there have been 3 occurrences of the same issue, but all were resolved by replacing the ph electrode. Finally, the electrode was replaced on (B)(6) 2024, and the error has recurred since early august. This report is for (B)(4). Sample / patient ID, measurement time and date, parameter result, discrepant, measurement, analyzer s/n; (B)(6), 08:34 (B)(6) 2024, ph 7.539, x, (B)(6); 08:40 (B)(6) 2024, ph 7.529 , x, (B)(6); 09:02 (B)(6) 2024, ph 7.522, (B)(6). (B)(6), 07:28 (B)(6) 2024, ph 7.402, x, (B)(6). 07:34 (B)(6) 2024, ph 7.409, (B)(6).